Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device had charged and when is was active it got locks, and did not allow its unlocking. No patient consequences reported. No further information is available. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.